Event description:
It was reported that the hv setscrew would not engage during implant procedure. The torque driver would click but the pins did not hold in place. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The field reported event that the hv setscrews were unable to secure the leads was confirmed in the laboratory. The rv df-1 and svc df-1 setscrew bores had excess epoxy at the bottom. It is believed that the excess epoxy prevented the setscrews from tightening all the way and thereby prevented the setscrews from securing the leads.